Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 11-173662, m2a 38mm mod hd std , lot # 072150, item # 162311, bi-metric porous fmrl 9x125mm, lot # 726120. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10849, 0001825034-2018-10850.

Event description:
It was reported that a patient was revised due to pain approximately 16 years post implantation. The cup and head were revised. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.